Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The user facility was not able to duplicate the reported issue.

Event description:
A report was received stating a ventilator experienced a device alert which rendered it inoperable. There was no patient involvement. There was no death or serious injury associated with this event.